Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw vent implant (tsvtwb10) was received, however the product has been misplaced in-house. This issue is being addressed under a CAPA. Upon locating the product, the complaint file will be reopened and updated to the correct status of the product. As a result, visual inspection could not be performed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes stripped implant, and is considered a similar complaint. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: (B)(4). G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4). Additional 510k number: k101880.

Event description:
It was reported that during placement, the internal threading of the implant (tsvtwb10) stripped and the mount became stuck to the implant. Another implant was placed to complete the procedure.